Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as there was lots of blood inside the lumen. Boston scientific technical services (ts) discussed possible reason for this issue. Additional information obtained from the field which indicated that the lead exhibited high pacing impedance due to extremely medial stick and subclavian crush. The lead was never in service. No adverse patient effects reported.